Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The other proglide device is filed under a separate medwatch MFR number.

Event description:
It was reported that prior to an interventional abdominal aortic aneurysm (aaa) repair procedure, suture placement was achieved in the left common femoral artery with a proglide device using the preclose technique. The arteriotomy was 7f. Reportedly, the next suture was being placed and when pulling the lever back the device became caught in the tissue tract. The access site was widened and the device was removed. The access site was rewired and another proglide was attempted; however, the device became stuck on the first suture and the suture was removed. The sheath was upsized to 16f and the aaa procedure was completed. A cut-down procedure was performed to close the artery and achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the proglide device and is established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). A partial UDI is being reported because the lot number was not provided. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulty removing the device; however, the reported treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.